Event description:
It was reported that they were not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. The manufacturer's representative attempted to input the serial number that he had listed and the 8840 wasn't accepting it. They just did a replacement today because of normal battery depletion. Por showed. The reporter wasn't aware that the cautery got too close to the implantable neurostimulator (ins). It was reviewed adding the serial number using the bottom of the screen to add but it wasn't letting him click on the value. The representative recalibrated the 8840 screen and this didn't correct. The representative may try to add the serial number later. Additional information received noted that the representative was able to clear the error with no further issues. The representative did not have an update on the patient for the past 2 days, but they were fine when they left on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 3093-33, lot# v806788, implanted: (B)(6) 2012, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).